Event description:
The following publication was reviewed by gore: nozomu ishikawa "treatment outcomes of endovascular aneurysm repair for abdominal aortic aneurysm: a comparison of excluder devices" japanese journal of vascular surgery, vol.34 supplement, page p8-5. This literature retrospectively reviewed 47 cases from 87 endovascular aneurysm repair(evar) procedures performed between june 2022 and january 2024, excluding ruptured cases, open surgery, and evar using devices other than excluder. The patients were divided into the gore® excluder® conformable aaa endoprosthesis(excc) group and the gore® excluder® aaa endoprosthesis (c3) group. The excc group included 26 cases (6 females), and the c3 group included 21 cases (1 female). Iliac aneurysm was more common in the c3 group (excc: 4 cases, c3: 11 cases). There was no significant difference in median neck length (excc: 30.5 mm, c3: 33.0 mm) or the proportion of conical necks (excc: 34.6%, c3: 19.0%), but significant differences were observed in median neck angle (excc: 65°, c3: 28°) and the proportion within IFU (excc: 30.7%, c3: 80.9%). Two cases in the excc group required additional stent graft proximally intraoperatively. During a mean follow-up period of 13.6 months, there were no cases of all-cause mortality, aneurysm-related mortality, or aneurysm rupture. Proximal type I endoleak occurred in three cases overall. Reintervention was performed in 4 cases in the excc group (1 additional stent graft placement proximally, 3 stent placements for limb stenosis) and 1 case in the c3 group (1 stent placement for access stenosis).

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: "treatment outcomes of endovascular aneurysm repair for abdominal aortic aneurysm: a comparison of excluder devices" source: japanese journal of vascular surgery, vol.34 supplement, page p8-5. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.